Event description:
A malfunction alarm occurred with malfunction code malf 0 and fault ID 0x274a. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur post-reset. Customer was instructed to continue using the pump and to call back if the issue occurred again.